Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had experienced phrenic nerve stimulation. The left ventricular lead exhibited high capture thresholds. The lead was capped and replaced during a device changeout. The patients condition was noted to be good both before and after the procedure.